Event description:
It was reported that the wire of the probe was loose. The response from the machine was going in and out. A new probe was opened and used for the surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.